Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implantation of a heartmate 3 (hm3), the implant was operating normally. Suddenly, the pump flow became 0, the surgeon restarted cpb (cardiopulmonary bypass), stopped hm3, disconnected the apical cuff, and confirmed the inside of the pump and the lv (left ventricle). The surgeon removed the trabecular in the lv. The surgeon also cleaned the pump, reconnected the hm3 and restarted. After restarting the pump appears to be working fine. It was reported that after leaving the operating room the patient's vitals were normal, the patient was asymptomatic and stable. Log files were analyzed and low flows were noted on (B)(6) 2020, and then resolved. Log files analyzed on the day after implantation showed a normal system.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the previous report. Additional information to the manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The introduction section of the IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding from the skin penetration of the driveline on (B)(6) 2020. The patient recovered by negative pressure wound therapy.

Manufacturer narrative:
Section a: additional information. Manufacturer's investigation conclusion: the report of low flows was confirmed based on the evaluation of the submitted log files. The customer reported that flow decreased to 0.0lpm during implant. The pump was stopped and disconnected from the ventricle. The surgeon removed some trabeculae from the left ventricle, which could have potentially obstructed flow, and cleaned the lvad. The pump was reconnected and subsequently functioned as intended. The submitted log files showed the estimated flow decreasing to 0.0lpm with a corresponding increase in pi and decrease in power. The captured data does not appear consistent with something being ingested into the pump. After the pump was stopped to troubleshoot the low flow, pump operation was resumed. Several additional low flow events were captured on (B)(6)2020 when the estimated flow was calculated below the low flow threshold of 2.5lpm. These events occurred while the pump speed was still being adjusted. No additional alarms were captured on (B)(6)2020. The cause of the low flows could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported since the date of implant. The heartmate 3 instructions for use (japan) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook (japan) contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.